Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose level. The customer's blood glucose level was 430 mg/dl at the time of the incident. The customer also reported that there was blood at site and it was bruised. She was thirsty. The customer was assisted in troubleshooting for high blood glucose. The customer's other blood glucose value was 325 mg/dl. The insulin pump will not be returned for analysis.